Event description:
Boston scientific received info that this right ventricular lead had perforated the pt's heart. The pt developed a pericardial effusion. A procedure was performed where the effusion was drained. The local boston scientific field was not sure what the follow up plan was right, but pt is still admitted. He noted that they might reposition lead at some time. Asked if pt is dependent and rep said they noted that pt was bradycardic but not dependent. Rv lead was turned off at time of procedure. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.